Event description:
My father was a dialysis patient at fresenius medical care ¿fmc-, located on (B)(4), from (B)(6) 2011 through his death on (B)(6) 2011. He passed away suddenly on (B)(6) 2011, from a heart attack. The day before the event, my father was very ill, vomiting, diarrhea. He had only been home from rehab for a week. He was in rehab for 5 months after he went into kidney failure. On sunday evening or late afternoon, I called dr. (B)(6), his treating physician and spoke to the on call doctor. I explained my father¿s symptoms, vomiting diarrhea, no appetite, was now stating he had pain in his chest. The doctor ordered a stool sample to be taken the next day, monday. The next morning, the visiting nurse was there and I spoke to both her and my father. She felt he was in fact quite ill. As it was a holiday, the labs were closed and could not come by to take the stool sample. As such, she had no alternative, but to send him to (B)(6) hospital, where they could take the sample. She had called an ambulance just for transport purposes. I assume she was not insured to drive her patients around. I again spoke to my father before he left and he was to call me, or have a doctor call me when he was done. I never spoke to him again. He died of a sudden heart attack in the emergency room of the hospital. I just read about the link between dialysis treatments at fresenius medical care fmc. It should be noted that up to the time he began dialysis, my father was taking a daily course of bicarbonate to control the bicarbonate levels. This was an ongoing and serious medical condition. Without taking oral bicarbonate, my father¿s system was not able to properly regulate the levels in his system. This was noted in his chart at the hospital when he was admitted in (B)(6), and I believe the rehab center. The failure to monitor these levels and to keep them properly regulated would have made my father very ill. (B)(6), I am reporting for my father who was treated at fresenius medical care fmc with granuflo and naturalyte medications. Prior to starting dialysis in (B)(6) 2011, my father was on a daily regimen of bicarbonate for low serum bicarbonate. Dates of use: (B)(6) 2011. Reason for use: renal failure.